Manufacturer narrative:
(B)(4). The system error 2240 (air in line) is not confirmed due to a lack of sample. The root cause of the complaint was not determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.

Manufacturer narrative:
(B)(4). The sample is not available. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.

Event description:
The customer contacted baxter's technical service center to report a system error (se) 2240 on home choice (hc) during dwell. The home patient (hp) stated that he noticed one of the bag was not completely full when he set up for therapy. The hp cycled power, got se 2367, cycled power again, and the alarm did not repeat. The hp will finish therapy using manual supplies. There was patient involvement. There was no patient injury or medical intervention indicated at the time of the initial report.